Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of occlusion is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous and calcified mid right coronary artery (rca), the 3.0 x 23 mm xience sierra stent was deployed without issue, however, post-implant vessel occlusion was noted. A lipid pool was suspected and medication was given. Additional balloon angioplasty was performed and two xience sierra stents were placed distal and proximal of the 3.0 x 23 mm xience sierra stent as treatment. There was no reported adverse patient sequel and the patient left the catheterization lab in stable condition. No additional information was provided.